Event description:
The manufacturer received information alleging a ventilator was emitting a very loud noise. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issues.